Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported, they could not create the flap during lasik flap creation. The procedure was completed without patient harm. Additional information has been requested.

Event description:
Additional information received; the flap creation had begun and the treatment was completed without patient harm.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Review of the logfiles for the day of treatment shows the three system test for vacuum, energy and ablation were executed by the user without any problems and the first treatment was performed successfully. During flap cut of the second treatment on that day a shutter error occurred then the system was shut down. The root cause for this error could not be identified according to the logfile. During the technical onsite visit the field service engineer (fse) replaced shutter 2 and shutter control board. The system meets specification. No deeper root cause is analysis is possible. The possible root cause is a faulty shutter 2 or shutter control board. The manufacturer internal reference number is: (B)(4).